Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination and electrical testing did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement and lead malfunction. No patient consequences was reported.